Event description:
As per medical records review, "exam of the cardiac valves showed sapien valve in the ao position with severe calcifications, severe aortic stenosis with moderate aortic insufficiency of the prosthetic aortic valve." Also, the valve "was diseased from an apparent degeneration of the sapien bioprosthetic valve etiology. The calcification of the leaflets was severe with severe calcification of the annulus."

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, b5, g3, g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h10 has been updated. The device was not returned to edwards lifesciences for evaluation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this event is not required at this time. The complaint for "post-implantation - svd - calcification" was confirmed based on medical records. A review of the DHR provided no indication that a manufacturing nonconformance would have contributed to the complaint event. A review of the IFU revealed no deficiencies. An existing technical summary documents the root cause analysis on valve calcification over the time in patient. Per technical summary, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Edwards- thv valves undergo thermafix tissue processing, which is a heat treatment process used to reduce calcification variability and lower calcification levels in comparison to xenologix process. Clinical results of thv implantation show similar mortality and significantly lower svd rate compared with surgical aortic valve replacement after 6 years of functioning. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent calcification from occurring in bioprosthetic valves. Furthermore, evaluation of reported complaints for "valve - calcification" and "post implantation - svd - calcification" did not confirm any manufacturing non-conformances and identified that the proper manufacturing mitigations have been implemented. Additionally, per the related technical summary, no evidence of a product non-conformance or device malfunction were found in any of the valves returned for these complaints. As reported, "a patient underwent a transfemoral tavr procedure with a 23mm sapien 3 valve. Approximately 5 years post tavr procedure, the patient underwent explant surgery due to severe aortic stenosis and moderate aortic regurgitation. The tavr valve was replaced with a surgical valve" and "exam of the cardiac valves showed sapien valve in the ao position with severe calcifications, severe aortic stenosis with moderate aortic insufficiency of the prosthetic aortic valve." Also, the valve "was diseased from an apparent degeneration of the sapien bioprosthetic valve etiology. The calcification of the leaflets was severe with severe calcification of the annulus." In this case, the leaflet calcification likely impacted the valve function by reducing leaflet mobility; thus, resulted in stenosis and aortic regurgitation. However, due to limited information provided, a definitive root cause for valve calcification remains unknown at this time. No IFU/labeling/training manual inadequacies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Therefore, no corrective or preventative action nor pra is required at this time.

Manufacturer narrative:
Investigation is ongoing. Device not returned.

Event description:
As reported by an edwards field clinical specialist, a patient underwent a transfemoral tavr procedure with a 23mm sapien 3 valve. Approximately 5 years post tavr procedure, the patient underwent explant surgery due to severe aortic stenosis and moderate aortic regurgitation. The tavr valve was replaced with a surgical valve. Per tte on 1/10/23, there is moderate aortic regurgitation. There is severe aortic stenosis as evidenced by a peak aortic valve velocity of 483 cm/s and valve mean pressure gradient of 44.5 mmhg. There is an eccentric jet of aortic insufficiency directed against the septum. There is hyperechogenic mass prolapsing into lvot attached to the ventricular portion of the rcc, measures 6 x5 mm. The differential ddx- torn bioprosthetic leaflet vs severe calcification. There is a bioprosthetic aortic valve. Severe calcification of the lcc and ncc. There is a nonmobile calcified mass attached to aortic portion of the lcc.